Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. On 5/28/98, the following was reported to datascope: the ICU nurse noted a blood backing up into the helium line and the safety chamber on 4/9/98. The pump was placed on stand-by and the balloon was removed from the right groin without incident at 4 pm on 4/9/98. The pt arrested at 5:30 pm and another balloon was inserted into the left groin. On 4/16/98, the pt was stable and ambulatory with no further problems. On 4/17/98, the pt was transferred to telemetry. [Event complications]: unk-reported 4/10/98; pt arrest-rpt'd 5/28/98. [Pt's current status]: stable on 4/16-rpt'd 5/28.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 6/11/98).